Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low blood glucose (bg) levels were not confirmed during the month of (B)(6), the only time the pump was being used. Insulin delivery, basal rate, and cartridge fill not conducted until (B)(6) 2017. There were no obvious requests or deliveries that would cause bg levels to drop. Complaint could not be confirmed. There is no evidence that the insulin pump experienced a malfunction or failure.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer did not have good control of the blood glucose levels since beginning use of the pump. The customer reported that the pump was difficult to use and that the technology was too advanced. Reportedly, the customer declined to provide additional information or to troubleshoot with tandem's technical support.